Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) twice due to large ketones, cause unknown. Customer was admitted to the hospital for one event. Reportedly the customer was treated with fluids and an insulin drip to resolve the issue and was released from the hospital on (B)(6) 2019 with no permanent damage.